Event description:
During unpacking, the tip of the product was observed to be damaged so another device was used on the pt. No additional info was available. This is being filed as a malfunction based on the returned product evaluation that revealed that the guide wire shaping ribbon was separated.